Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. Other procedure is captured under a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 5/6/2019. Patient codes: 3191-loss of appetite, 1695, 1994, 1970, 1811, 2191, 1932, 2607. Additional narrative: it was reported that the patient underwent removal surgery on (B)(6) 2014 during which the surgeon noted areas of unincorporated mesh, as well as mesh adhered to omentum and bowel. It was reported that the patient underwent recurrent incisional hernia surgery on (B)(6) 2016 during which the surgeon noted there appeared to be mesh there were not incorporated suggestive of chronic infection, and the mesh, in its entirety had to be removed. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2014. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2016. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.